Event description:
It was reported there was a cardiac perforation of the right ventricle while manipulating the swartz braided sl1 introducer during a left atrial appendage occlusion device implant procedure. Transseptal puncture was performed with a sjm brk needle through a sjm swartz braided sl1 introducer under the guidance of a transesophageal echocardiography (tee). The guidewire was kinked at the puncture site when attempting to insert the 13f amplatzer torqvue sheath. The sjm swartz braided sl1 introducer was then used to exchange the guidewire. The physician performed many procedural manipulations of the swartz sl 1 introducer in the attempt to gain access to insert the amplatzer torqvue sheath. Following the effort to gain access for the amplatzer torqvue sheath there was evidence of pericardial effusion. A right ventricle perforation occurred with the swartz braided sl1 introducer. Pericardiocentesis was performed to drain approx 1500 ml of fluid which built up over 45 minutes. The pt was then transferred to cardiac surgery to repair the cardiac perforation. The pt was reported to be stable and recovering well.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification for the reported cardiac perforation is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.